Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative found that the rinse tubing on the rinse assembly had failed. He replaced the rinse tubing and performed checks and tests with acceptable results.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas 8000 c702 module. The affected assays were calcium gen.2 and glucose hk gen.3. Sample 1: the initial glucose result was 36 mg/dl. The result was considered to be critically low, and the sample was repeated. The repeated result was 131 mg/dl. Sample 2: the initial calcium result was 5.9 mg/dl, and the repeated result was 9.0 mg/dl. The repeated results were believed to be correct. The samples were repeated because the doctor questioned the critically low glucose result. This medwatch will apply to the glucose hk gen.3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the calcium gen.2 assay.